Event description:
Technician alleged brake not holding when pedal engaged. No reported injury.

Manufacturer narrative:
Technician replaced brake/steer and brake casters to resolve. Casters were worn out.